Manufacturer narrative:
The reported complaint of a user advisory (ua) 45 (not at "home" position after power-on/restart) message with the autopulse platform (sn: (B)(4)) was confirmed during review of the retrieved archive data and the ua was cleared by the user. The ua 45 was not reproduced during functional testing. No components were replaced. The autopulse platform is a reusable device and was manufactured in 2015. The platform was received with no physical damages found. Further review of the archive data found that the encoder drive shaft was not rotated completely to the home position by the user. The encoder position was still one revolution off the normal home position consequently, triggering the ua 45 message. Additionally, the lifeband strap may not have been pulled completely out prior to powering on the device or the lifeband was cut before it was properly removed, allowing the cut ends to unwind without the drive shaft being rotated. During functionally testing a large resuscitation test fixture (lrtf) was used to test the platform for 30 minutes and no fault errors found. Historical complaints were reviewed for service information related to the reported complaint and ccr (B)(4) (reported on (B)(6) 2015) and (B)(4) (reported on (B)(6) 2016) were reported for the same ua 45 message with serial number (B)(4). No components were replaced, the drive shaft was rotated to the home position. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse displayed a user advisory 45 message during use. Manual CPR was performed, and then changed to using a lucas device. Rosc was not achieved by the combination of mechanical and manual CPR. For a trained user, changing from the autopulse to manual CPR can be made quickly, and is similar to the time necessary for rescuer rotation, presenting the same workflow as high quality manual CPR. Because the conversion from mechanical to manual CPR were quick and available, the patients' outcome was not negatively impacted when compared to standard of care manual CPR. The cause of patient's death was likely to be cardiac arrest. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults (aha statistical update 2013). Death is an expected outcome for ohca.

Event description:
The customer responded to a call of a (B)(6) year old male patient in cardiac arrest. The attending staff was already providing the patient manual CPR for approximately 5 minutes, until the responding took over care and continued with manual CPR. According to the reporter, the autopulse platform (sn: (B)(4)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) after it was powered on. Multiple power on/off attempts were made; however, the issue persisted. The responding crew continued with manual CPR for approximately 10 minutes until a second responding crew arrived on the scene with the lucas device. The reporter indicated return of spontaneous circulation (rosc) was not achieved. The patient was declared deceased on the scene at unknown time later. Per reporter, the patient's death was not a result of the autopulse platform issue. Additionally, prior to the event, the reporter indicated a ua 45 message occurring during the early shift check; however, the message was cleared by the supervisor. It is not specified what troubleshooting methods were used to clear the message.